Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) confirmed high pressure with the g8 analyzer. The fse found that the i6 peek tube was clogged. The fse replaced the i6 peek tube. The instrument was performing within specifications. A 13-month complaint history review for serial number 1(B)(4) from 25-aug-2016 through 25-sep-2017 was performed. Two (2) similar complaints were identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, indicates that 706 syringe-l error message is generated when an operation error in syringe-l occurs. The operator is instructed to inspect the syringe-l. The most probable of the reported event was due to a clogged i6 peek tube.

Event description:
On (B)(6) 2017 a customer reported high pressure and 706 syringe-l error message while running patient samples on the g8 analyzer. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.